Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable during patient infusion. Per reporter, the residual volume was 11.6 ml, the continuous rate was 2.0 ml, and the amount given was 80.4 ml. The settings were reviewed, and the alarm remained. Per reporter, troubleshooting was unsuccessful and the pump was powered down. No patient harm/adverse event was reported.